Event description:
It was reported that the device was in use for patient in home care for infusion of ampicillin. The reporter stated that the male luer lock detached from the tubing and this caused leakage. The reporter stated the patient removed the device from use. No adverse effects to patient reported. All contact information was redacted on the medwatch form so no follow up for additional information can be attempted.